Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, reported failure connection issue was not confirmed. A root cause could not be identified for the reportable malfunctions identified during the device evaluation. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center for a connection issue. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device an image issue was identified, noise was present. Due to worn electrical contact at the video connector no image was displayed. There was no patient involvement.